Event description:
On 6/1, the pt tested her blood glucose on her one touch basic meter using off-brand test strips (brand unknown) with results of 1-3, 28 and 38 mg/dl. Based upon her dr's instructions, she withheld her insulin but took her rezulin. She complained of general flu symptoms and loss of appetite. Due to the low results, she consumed orange juice and candy. Sometime in teh morning she "passed out," an ambulance was called and she was transported to the hosp where her blood sugar was "about 700" (unk. Method). A IV of unknown contents was begun in the ER and the pt was subsequently admitted. Admission diagnosis is unknown, her complaint while hospitalized was gastrointestinal in nature. The meter is cleaned only when it displays "clean test area" and alcohol is used on the meter optics. The instructions for use state alcohol will damage the meter. Calibration on 6/5/ was 75 within a range of 70-94. Control solution tests designed to detect potential test strip inaccuracies are not performed.

Manufacturer narrative:
H6 result: invalid serial #. Co is unable to complete their investigation of the MDR incident listed above due to the fact that the meter was not returned to lifescan. Therefore, co has not been able to evaluate the meter to determine whether or not a device malfunction may ahve contributed to this event. Batch record review indicates reported serial number is not valid, thus co is unable to determine if any non-conformances were noted during the manufacturing process. At this point, co considers this matter closed. H6=batch record review.